Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial implant procedure, the lead helix was unable to spiral out due to the abnormal connection rod of the electrode. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.